Event description:
It was reported the patient was not receiving effective stimulation. The sjm rep met with the patient for reprogramming. Follow up identified reprogramming did not resolve the issue. It was reported the patient wanted stimulation at the bottom of the feet, which is where the patient wanted stimulation the most. An attempt to determine the next course of action was unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.